Manufacturer narrative:
(B)(4): the field service engineer secured the power cable and check the system is working accordingly. The field service engineer also confirmed that there was no incident of serious injury at this site. The root cause of the issue was determined to be that the power cable was not tied properly during mfg and this caused it to be loose and in contact with the slip-ring. (B)(4).

Event description:
During preventive maintenance of the system, the field service engineer noticed that the power cable was rubbing against the slip-ring. He alleged that if the power cable was cut by the slip-ring, it would cause the high voltage cable to be exposed and this can lead to serious injury.